Manufacturer narrative:
(B)(4). The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances.

Event description:
Subsequent to the initial 30-day medwatch reports, additional information was received that resistance was met with the anatomy during advancement of both the mini trek and the xience xpedition to the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported inflation issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The mini trek balloon dilatation catheter is filed under a separate medwatch report number.

Event description:
It was reported that air was not aspirated prior to inserting the 2.0 x 15 mm mini trek dilatation catheter into the anatomy. During the procedure, resistance was noted while advancing the 2.0 x 15 mm mini trek dilatation catheter to the moderately tortuous, heavily calcified, proximal left anterior descending (lad) coronary artery. The mini trek ruptured at nominal pressure with the first inflation. A 1.5 x 8 mm mini trek and a 2.5 x 15 mm trek were used to prepare the lesion. A 4.0 x 18 mm xience xpedition stent delivery system (sds) was inserted to stent the lesion, but the balloon failed to inflate. A 4.0 x 18 mm xience alpine sds was used to complete the procedure. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.